Event description:
The pacemaker was found in backup mode. The cause of the backup mode was due to communication issue with Merlin monitor. The programming changes were made. The patient was in stable condition.